Event description:
This report is due to the pt felt he has an allergic reaction to a product made in other country. Pt had root canal treatment started in 2009. The root canal was completed and the tooth filled the following month. He reported pain in the tooth two days later. Azithromycin was prescribed. Seventeen days later, he reported having allergic type symptoms. Three days later to approx two months later, he reported shaking and dry mouth and eyes. The tooth was extracted the month after the original month. Pt reported being hospitalized for tremors two weeks later. The following month, he brought report of arsenic level of 67.3. The gutta percha used to fill the root canal was a different brand than his previous root canal in 2004. The pt requested FDA reporting because the material was made in china. No other pt has described similar symptoms. The pt sent in a report to the FDA. This document is requested by the pt concerning the reaction coinciding with the patients root canal treatment. The gutta percha used was made in china for dentsply. The pt has reported a history of multiple chemical sensitivity. With a history of dizziness, fainting, kidney disease, and nervous disorders. Allergy or allergic like symptoms are reported by pt to penicillin, latex and other chemicals and medications. Pt has had a root canal treatment five years ago with no noticeable current complications. On original date in 2009, the pt started a rct, root canal treatment. The following month, the rct was completed. A monht later, the tooth was extracted. The following month, pt gave a copy of report to the dentist reporting a urine arsenic level of 67.3. On original date, rct started. Temporary material, coltosol, was used. Three days later, pt. Reported some pain and some coltosol came out. After salt water rinses, pt. Reported pain was better. The following month, rct completed. Gutta percha by dentsply was used. Existing crown was filled with composite material, filtek. The pt has had previous fillings completed with this material. Two days later, pt reported pain. Pt. Approved meds with pharmacy consulted. Tylenol iii and a z-pack, azithromycin were prescribed. Seventeen days later, pt called stating having no pain or swelling but is having allergic type symptoms. On that day, pt reported shaking last night and feeling light headed monday, not light headed today. The pharmacist and oral surgeon were contacted. Delayed reaction to antibiotics or reaction to the root canal were discussed. Pt stated he had not been tested by an allergist. Dentist and oral surgeon recommended this. The following month, dentist called the pt. He reported dry eyes and mouth. He asked if any products were made in other country, or overseas. An endodontist was contacted by the dentist. He stated reaction to some chemical in rct would be very rare or reaction timing coincidental. Dentist reported to the pt that the gutta percha was made in china. The cement used was the same brand as used five years ago. Pt dropped off info from the internet on the cytotoxicity of endo sealer. Pt reported his MRI results were back and normal. Three days later, pt reported felling better, but scheduled extraction with oral surgeon for wednesday. Pt said he was going to report reaction to the FDA. The same day, the dentist called dentsply, the gutta percha company. They stated they test their products regularly. The pt reported feeling worse today and was having the tooth extracted in the morning. That evening the pt reported a lot of shaking and anxiety. The next day, the tooth was extracted by the oral surgeon, who reported possible infection on tooth. Two days later, pt stopped to have extraction site checked. He said he felt better but tired. Two weeks later, pt said he was in the hospital over the weekend for tremors. He stated the 29 and 30 area was sore. The buccal gum tissue was somewhat red and puffy. The next day, dentist recommended the pt contact oral surgeon for sore gum. The following month, pt delivered paperwork stating his arsenic urine level was 67.3. Pt stated he was slowly improving. FDA reporting discussed again. This report is to help with the report already sent the month prior by the pt. Dates of use: 2009. Diagnosis or reason for use: root canal treatment. Event abated after use stopped or dose reduced? No.